Event description:
It was reported the rigid video scope had horizontal lines. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: horizontal lines occurred, and the light guide bundle was broken. The investigation's results suggest that the malfunction is likely caused by component failures in the unit spanning from the distal end to the main body. The cause of the unit's failure spanning from the distal end to the main body could not be determined. The most likely reason is expected or random charged couple device component failure. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.